Manufacturer narrative:
This report is filed on august 2, 2016, by cochlear ltd. On behalf of cochlear americas. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection with pain and discharge at the implant site. Subsequently, the patient was prescribed antibiotics (type, date and duration not reported). The implanted device remains.